Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had a damaged. The customer¿s blood glucose level was 400 mg/dl at the time of incident, and his current blood glucose is 320 mg/dl. The customer was treated his high with pump. The customer states cracks on the center select button of pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case. No damage on battery cap noted during visual inspection.